Manufacturer narrative:
A delay to the procedure was observed due to high incidence of respiration rejection, the catheter remaining in a yellow ¿low confidence state¿ despite a lack of respiration rejection, bloated anatomy and false space while respiration rejection as turned off, and unanticipated disappearance of the catheter several times while showing the blue sheath filter indicator. The high incidence respiration rejection and low-confidence state of the catheter were both known occurrences during a mapping procedure, and techniques for mitigation are known and provided in the IFU. Model bloating and false space are identified as a potential occurrence during a mapping procedure, and techniques to mitigate bloat are known and provided in the IFU. Disappearance of the catheter while showing the blue sheath filter improperly is caused by sensitivity and specificity limitations, and techniques to mitigate this issue are provided in the IFU.

Event description:
During an ectopic right ventricular outflow tract ablation, the patient was under conscious sedation and required additional sedation to complete the procedure. Difficulty was encountered while constructing geometry in voxel mode eventually requiring the mapping to be restarted using navx mode. The delay of twenty-five minutes requiring additional sedation was stated by the md to be clinically significant. The patient experienced no adverse consequences.